Event description:
Consumer stated: I've used the plackers tiny dental brushes for years and am so grateful for the job they do. However, in the last year, they are much weaker in strength and had one break off between my teeth recently.